Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii 24gax0.75in prn slm npvc experienced a broken prn. The following information was provided by the initial reporter: it was found the rubber of prn half fell off during the infusion.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8198205. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally our quality engineers were able to observe the reported event in the device provided. Leakage testing and pull force testing were applied to the retention samples for this lot; the results were unable to replicate this event, finding all tested retention samples fell within the expected ranges set by product specification. Unfortunately without the ability to duplicate the reported failure mode, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that the intima-ii 24gax0.75in prn slm npvc experienced a broken prn. The following information was provided by the initial reporter: it was found the rubber of prn half fell off during the infusion.